Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter address: (B)(6). Initial reporter facility name: (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the outer cover of a bd¿ pen needle was loose, and a needle stick occurred after use. It is unknown who the user of the product was, and who was stuck after use.

Manufacturer narrative:
No samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.